Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that while performing an ureteroscopy procedure, the physician used a flexor ureteral access sheath and dilators and noticed that the inside of the sheath frayed. The sheath was removed and a new flexor ureteral access sheath was introduced to complete the procedure. No unintended section of the device remained inside the patient's body. The patient did not require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: one used flexor ureteral access sheath was returned for investigation with the dilator and sheath assembled together. Visual inspection noted a severe kink in the flexor assembly in the middle of the device. The most likely cause of the kink damage is due to the manner in which it was returned. Some of the clear lining has been sheared off from inside the sheath and was protruding from the fitting. This device has been scraped on the inside by an instrument of undetermined origin. A review of production and quality documentation did not observe any specific issues with current controls that may have contributed to this incident. Based on the information provided, the actual root cause is due to the handling of the device. A review of the device history records for this product revealed no non-conformances during the manufacturing process that would have caused or contributed to the reported issue. A review of complaint history for this product/lot number combination revealed there have been no other complaints received for lot number 7730901. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.